Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the delivery system (ds) pull wire broke and the grey button became floppy. It was further reported that the physician could not pull as tight of a curve of the ds as normal. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.